Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) had a gas leak in the loop. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name, address, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,b5, b6, d10, g3, g6, h2,h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and suggested to replace part with a spare. However the customer refused to repair the unit. If more information becomes available the record will be reopened and updated accordingly.

Event description:
It was reported during a pre use inspection, the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. There was no patient involvement reported.